Manufacturer narrative:
(B)(6).

Event description:
Reportedly during pt use, an air leak was found at the check valve in the air supply block. There was a low volume alarm and the pt was manually ventilated before being transferred to another ventilator. No permanent pt injury occurred as a result of this event. Distributor reported that the defective component was a broken filter.